Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-18287, 1627487-2013-18288. It was reported the patient's scs system was explanted because it did not relieve her pain.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Evaluation results: the device was functional at receiving, communicated with the patient programmer and could be fully charged. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.